Manufacturer narrative:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up issue was observed on the device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer service technician was not able to perform a device evaluation due to the device was dismantled when it was received. There were no findings available for this issue. Additional findings not related to the malfunction/issue was there was no internal flow path available on the device. There was no part(s) replaced on the device. There were no repairs performed on the device, and it was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an initial power up issue was observed on the device. The manufacturer investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.